Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Cts provided information on resetting the pump and assisted the caller in doing so. The malfunction code did not recur after the reset, and the customer was instructed to continue using the pump and to call back if the issue recurred. No additional information was received regarding the outcome of the event.